Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, post-traumatic stress disorder, fibromyalgia, vertigo (recovered prior to essure) and hypothyroidism. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation) and mole of skin. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and coital bleeding ("bleeding with intercourse"). The patient was treated with surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine and weight increased was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, allergy to metals, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge and coital bleeding outcome was unknown. The reporter considered allergy to metals, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, reproductive tract disorder, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: the case was upgraded in the incident category. The reporter information was updated. This case concerns adult patient. Patient demographics were updated. Her historical condition, historical medication and concurrent condition were added. Lab data was added. Her concomitant medication was added. Essure removal date was added. Essure indication was added. The event severe physical injuries was updated to pain: pelvic, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), worsening of fibromyalgia, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nickel allergy, vertigo, nausea, migraines, headaches, hypothyroidism, rashes or skin conditions, reproductive system disorder or condition, vaginal discharge, weight gain and bleeding with intercourse. Post essure removal the following events: pain: pelvic, migraine, vertigo, weight gain and fatigue had improved. (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2008, post-traumatic stress disorder in 2008, fibromyalgia, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), tooth disorder ("dental problems"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), weight increased ("weight gain"), pharyngeal oedema ("gastrointestinal or digestive system condition type: swelling of throat") and abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"). The patient was treated with multivitamin and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth disorder, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal oedema, abdominal distension, depression, mood swings and alopecia outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia, migraine, mood swings, nausea, pelvic pain, pharyngeal oedema, reproductive tract disorder, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea,menorrhagia,dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received " hormonal changes " depression, mood swings" were added. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, post-traumatic stress disorder in 2008, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included fibromyalgia, bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), tooth disorder ("dental problems"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), pharyngeal swelling ("gastrointestinal or digestive system condition type: swelling of throat"), abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen") and gait disturbance ("walk was horrendous") and was found to have weight increased ("weight gain"). The patient was treated with multivitamin, extraction, caps placed and root canal and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth disorder, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal swelling, abdominal distension, depression, mood swings, alopecia and gait disturbance outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia, migraine, mood swings, nausea, pelvic pain, pharyngeal swelling, reproductive tract disorder, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in social media : gait disturbance". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New reporters, new event "walk was horrendous" added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2008, post-traumatic stress disorder in 2008, fibromyalgia, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), coital bleeding ("bleeding with intercourse"), pharyngeal oedema ("gastrointestinal or digestive system condition type: swelling of throat") and abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"). The patient was treated with surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal oedema and abdominal distension outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, pharyngeal oedema, reproductive tract disorder, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea,menorrhagia,dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr receive: new events: abdominal distension, pharyngeal oedema were added and previously reported event ¿allergy to metal¿ outcome and previously reported historical condition depression, ptsd stop date updated. Reporter, patient demographic information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic,stabbing pain') in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, post-traumatic stress disorder in 2008, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included fibromyalgia, bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),severe menstral pains,major cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine with aura ("migraines with aura"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), meniere's disease ("I was diagnosed with menieres disease"), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), pharyngeal swelling ("gastrointestinal or digestive system condition type: swelling of throat"), abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"), gait disturbance ("walk was horrendous"), tinnitus ("my tinnitus"), irritable bowel syndrome ("ibs"), abdominal pain ("I have had abdominal pains"), dizziness ("dizziness"), feeling abnormal ("brain fog"), multiple sclerosis ("having ms"), parkinson's disease ("parkinson's symptoms") and amnesia ("short term memory loss / anyone experience memory loss? Short or long - yes"), underwent tooth extraction ("dental problems / remove one tooth") and was found to have weight increased ("weight gain"). The patient was treated with topiramate (topamax), vitamins nos (multivitamin), extraction, caps placed and root canal and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine with aura, weight increased and parkinson's disease was resolving, the genital haemorrhage, meniere's disease, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth extraction, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal swelling, abdominal distension, depression, mood swings, alopecia, gait disturbance, tinnitus, irritable bowel syndrome, abdominal pain, dizziness, feeling abnormal, multiple sclerosis and amnesia outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, bladder disorder, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypothyroidism, irritable bowel syndrome, meniere's disease, migraine with aura, mood swings, multiple sclerosis, nausea, parkinson's disease, pelvic pain, pharyngeal swelling, reproductive tract disorder, skin disorder, tinnitus, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in social media : gait disturbance". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received : reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic,stabbing pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, post-traumatic stress disorder in 2008, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included fibromyalgia, bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),severe menstrual pains,major cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine ("migraines with aura"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), meniere's disease ("I was diagnosed with menieres disease"), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), tooth disorder ("dental problems"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), pharyngeal swelling ("gastrointestinal or digestive system condition type: swelling of throat"), abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"), gait disturbance ("walk was horrendous"), tinnitus ("my tinnitus"), irritable bowel syndrome ("ibs"), abdominal pain ("I have had abdominal pains") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with vitamins nos (multivitamin), extraction, caps placed and root canal and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine and weight increased was resolving, the genital haemorrhage, meniere's disease, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth disorder, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal swelling, abdominal distension, depression, mood swings, alopecia, gait disturbance, tinnitus, irritable bowel syndrome, abdominal pain and dizziness outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypothyroidism, irritable bowel syndrome, meniere's disease, menorrhagia, migraine, mood swings, nausea, pelvic pain, pharyngeal swelling, reproductive tract disorder, skin disorder, tinnitus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in social media : gait disturbance" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received : following events were added : I was diagnosed with menieres disease, my tinnitus, I have had abdominal pains, dizziness, irritable bowel syndrome. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2008, post-traumatic stress disorder in 2008, fibromyalgia, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), coital bleeding ("bleeding with intercourse"), pharyngeal oedema ("gastrointestinal or digestive system condition type: swelling of throat") and abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"). The patient was treated with surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine and weight increased was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal oedema and abdominal distension outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, pharyngeal oedema, reproductive tract disorder, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea,menorrhagia,dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic,stabbing pain') in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, post-traumatic stress disorder in 2008, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included fibromyalgia, bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),severe menstrual pains,major cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine with aura ("migraines with aura"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), meniere's disease ("I was diagnosed with menieres disease"), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), pharyngeal swelling ("gastrointestinal or digestive system condition type: swelling of throat"), abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"), gait disturbance ("walk was horrendous"), tinnitus ("my tinnitus"), irritable bowel syndrome ("ibs"), abdominal pain ("I have had abdominal pains") and dizziness ("dizziness"), underwent tooth extraction ("dental problems / remove one tooth") and was found to have weight increased ("weight gain"). The patient was treated with vitamins nos (multivitamin), extraction, caps placed and root canal and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine with aura and weight increased was resolving, the genital haemorrhage, meniere's disease, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth extraction, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal swelling, abdominal distension, depression, mood swings, alopecia, gait disturbance, tinnitus, irritable bowel syndrome, abdominal pain and dizziness outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypothyroidism, irritable bowel syndrome, meniere's disease, menorrhagia, migraine with aura, mood swings, nausea, pelvic pain, pharyngeal swelling, reproductive tract disorder, skin disorder, tinnitus, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in social media : gait disturbance". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: pt to be coded was changed from tooth loss to tooth extraction. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic,stabbing pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, post-traumatic stress disorder in 2008, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included fibromyalgia, bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),severe menstral pains,major cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine with aura ("migraines with aura"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), meniere's disease ("I was diagnosed with menieres disease"), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), tooth loss ("dental problems / remove one tooth"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), pharyngeal swelling ("gastrointestinal or digestive system condition type: swelling of throat"), abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"), gait disturbance ("walk was horrendous"), tinnitus ("my tinnitus"), irritable bowel syndrome ("ibs"), abdominal pain ("I have had abdominal pains") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with vitamins nos (multivitamin), extraction, caps placed and root canal and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine with aura and weight increased was resolving, the genital haemorrhage, meniere's disease, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth loss, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal swelling, abdominal distension, depression, mood swings, alopecia, gait disturbance, tinnitus, irritable bowel syndrome, abdominal pain and dizziness outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypothyroidism, irritable bowel syndrome, meniere's disease, menorrhagia, migraine with aura, mood swings, nausea, pelvic pain, pharyngeal swelling, reproductive tract disorder, skin disorder, tinnitus, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in social media : gait disturbance" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event tooth loss and reporter added. On 23-mar-2020: no new clinical information. Fu 13 and 14 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic,stabbing pain') in an adult female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression in 2008, post-traumatic stress disorder in 2008, vertigo (recovered prior to essure), hypothyroidism and suicidal ideation. Previously administered products included for an unreported indication: nuvaring and condom. Concurrent conditions included fibromyalgia, bloating, cramp in lower abdomen, irritable bowel syndrome, reflux gastritis, eosinophilic esophagitis (biopsy and dilation), mole of skin, dysfunctional uterine bleeding, hemorrhagic anemia, fibroids, ovarian cyst, decreased appetite, lethargy, dysphagia, hemorrhoids, indigestion, flatulence, crying, vaginal dryness, stress incontinence, gastrooesophageal reflux, irritable bowel syndrome, anemia and dysfunctional uterine bleeding. Concomitant products included amitriptyline, cyclobenzaprine, levothyroxine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (vaginal bleeding was coded elsewhere)"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),severe menstral pains,major cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ exhausted"), allergy to metals ("nickel allergy"), vertigo ("vertigo"), nausea ("nausea"), migraine with aura ("migraines with aura"), headache ("headaches"), vaginal discharge ("vaginal discharge"), coital bleeding ("bleeding with intercourse"), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe: emotional mood swings") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), meniere's disease ("I was diagnosed with menieres disease"), hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("worsening of fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("bladder or urinary problems or changes: uti"), hypothyroidism ("hypothyroidism"), skin disorder ("rashes or skin conditions"), reproductive tract disorder ("reproductive system disorder or condition"), pharyngeal swelling ("gastrointestinal or digestive system condition type: swelling of throat"), abdominal distension ("gastrointestinal or digestive system condition type: swelling of abdomen"), gait disturbance ("walk was horrendous"), tinnitus ("my tinnitus"), irritable bowel syndrome ("ibs"), abdominal pain ("I have had abdominal pains"), dizziness ("dizziness"), feeling abnormal ("brain fog"), multiple sclerosis ("having ms"), parkinson's disease ("parkinson's symptoms") and amnesia ("short term memory loss"), underwent tooth extraction ("dental problems / remove one tooth") and was found to have weight increased ("weight gain"). The patient was treated with topiramate (topamax), vitamins nos (multivitamin), extraction, caps placed and root canal and surgery (bilateral oophorectomy/ hysterectomy (full)/bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fatigue, vertigo, migraine with aura, weight increased and parkinson's disease was resolving, the genital haemorrhage, meniere's disease, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract infection, tooth extraction, dysmenorrhoea, dyspareunia, nausea, headache, hypothyroidism, skin disorder, reproductive tract disorder, vaginal discharge, coital bleeding, pharyngeal swelling, abdominal distension, depression, mood swings, alopecia, gait disturbance, tinnitus, irritable bowel syndrome, abdominal pain, dizziness, feeling abnormal, multiple sclerosis and amnesia outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, bladder disorder, coital bleeding, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypothyroidism, irritable bowel syndrome, meniere's disease, menorrhagia, migraine with aura, mood swings, multiple sclerosis, nausea, parkinson's disease, pelvic pain, pharyngeal swelling, reproductive tract disorder, skin disorder, tinnitus, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Current weight 200lbs lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in social media : gait disturbance." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc on 23-mar-2020: new reporter was added, new treatment product was added, new events were added (brain fog nos, unspecified ms related symptoms, parkinson's syndrome nos, short term memory loss), narrative was amended. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.